Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo became aware of an incident involving the sara flex lift and the sara flex standing sling. When lifting the patient, the sling clip used with the lift allegedly detached. The patient fell onto a sofa, and no injury occurred.

Manufacturer narrative:
The event description was corrected, the initial allegation included information that the event occurred during a patient transfer; however, it was later clarified that the incident happened while lifting the patient. The sara flex lift is used together with a compatible sling equipped with clips that are attached to the designated attachment points on the lift. The customer reported a sensation of a loose clip, alleging that it might have led to the clip detachment. This was not confirmed during the sling inspection conducted by the arjo technician. No clip defect was identified. Additionally, no lift malfunction was found during the inspection that could have contributed to the event. Considering the circumstances of the event, the clip detachment occurred at the beginning of the lifting process, during the initial transition from sitting to standing. Based on the device design and the sara flex instructions for use, such a detachment would typically occur if the clip was not correctly engaged. However, the occupational therapist (customer staff) confirmed that the clip had been locked correctly prior to initiating the lift. Therefore, the root cause of the event remains inconclusive. The sara flex instructions for use (IFU 04.kl.00.en) describe how to position the patient in the sara flex and how to raise the patient to a standing position: "attach sling clips to attachment points on the sara flex lifting arm (¿) make sure the clips are attached securely." Before raising the patient to a standing position, it is required to: "check attachment points to make sure the sara flex is ready (¿) use the hand control to raise the patient from sitting position to standing position (¿) while the patient is standing, check the supports." The system (sling and lift) was used of a patient lifting when the clip detached and therefore played a role in the event. The product met its specification, no defect was found that contributed to the event. This complaint has been deemed reportable due to the allegation that the clip detached.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo became aware of an incident involving the sara flex lift and sara flex standing sling. During a patient transfer, the sling clip allegedly detached. The patient fell onto a sofa, and no injury occurred. The customer reported a sensation of a loose clip; however, this allegation was not confirmed during the sling inspection, as no clip defect was found.